Event description:
It was reported that during follow-up of an asymptomatic patient, the pulse generator was found to be operating in backup mode. The device could not be restored due to normal battery depletion. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.